Event description:
Patient reported elevated blood glucosoe of 175-490 mg/dl. Her normal range was 75-150 mg/dl. Patient stated that at 9 a.m. Her blood glucose was 490 mg/dl, and she administerd a bolus. She indicated that at 1 p.m. Her blood glucose was 300 mg/dl. Patient changed the piston rod, adapter, and cartridge. At 6:30 p.m., before dinner, her blood glucose was 175 mg/dl, and she administered a bolus. Patient's blood glucose was 2089 mg/dl at 7:30 p.m. And thirty minutes later, it was 240 mg/dl. She administered a bolus, and and at 8:30 p.m. Her blood glucose was 347 mg/dl. Patient reported not feeling well, and was nauseated. She switched to her backup device. At 1 a.m. Her blood glucose was 129 mg/dl. She alleged the infusion device was not delivering enough insulin, and had stopped at 280 units. No medical assistance was required. Product was requested to be returned for evaluation.